Event description:
Asr revision: asr resurfacing system - left. Reason(s) for revision: dislocations (not arising from traumatic event).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing system - left. Reason(s) for revision: dislocations (not arising from traumatic event). Update 28 nov 2014 - three claimsuite updated received on the same day that are all different. Recreated dint to a com and queries sent for confirmation. Update 17 dec. Confirmation received that patient had 5 surgeries. The reasons for this revision was pain / head loosening and fluid. This is the resurfacing to xl com. Cup remained in situ, so removed from this com. Please see (B)(4) for the revision of the xl products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr resurfacing system - left. Reason(s) for revision: dislocations (not arising from traumatic event). **update** 28 nov 2014 - three claimsuite updated received on the same day that are all different. Recreated dint to a com and queries sent for confirmation.